Event description:
Upon review of treatment data sheets from the pt's cycler an overfill was noted. The pt's peritoneal dialysis nurse noted that there has been no pt injury or medical intervention. Fill 1 - 1999, drain 0-0: drain 1 - 1620; fill 2 - 1999, drain 2 - 2404; fill 3 - 1999, drain 3 - 2150; fill 4 - 1999, drain 4 - 4109. The reported drain volume of 4109 mo was 205% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.